Event description:
It was reported that during a percutaneous transluminal coronary angioplasty the device became entrapped on the guide wire. Access was obtained via the femoral artery. The target lesion being treated was located in the left anterior descending (lad) artery. An 0.014" non-bsc guide wire was advanced to the lad. A 2.50x28mm promus element stent delivery system (sds) was then advanced over the non-bsc guide wire. The sds was advanced about 15cm when it became stuck on the wire and could not be advanced any further. The sds was removed with some force and the tip of the sds became adhered to the wire and was removed using a scalpel. The procedure was completed with another promus element sds and the same non-bsc guide wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty the device became entrapped on the guide wire. Access was obtained via the femoral artery. The target lesion being treated was located in the left anterior descending (lad) artery. An 0.014" non-bsc guide wire was advanced to the lad. A 2.50x28mm promus element stent delivery system (sds) was then advanced over the non-bsc guide wire. The sds was advanced about 15cm when it became stuck on the wire and could not be advanced any further. The sds was removed with some force and the tip of the sds became adhered to the wire and was removed using a scalpel. The procedure was completed with another promus element sds and the same non-bsc guide wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned along with a 0.0015 inch guidewire. Visual and microscopic examination of the device revealed the tip of the device was missing (as per the complaint event description the physician used a scalpel to cut the tip of the device in order to remove the guidewire from the device). The area at where the tip detached was slightly stretched. A stretched tip is likely to cause guidewire friction. There was no stent on the balloon of the device. The balloon was not tightly wrapped and was subjected to positive pressure. There was solidified contrast media present inside the balloon. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The hypotube was kinked at 160mm distal to the strain relief. Several smaller kinks were noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).